Event description:
It was reported by the area sales representative that patient underwent primary hip procedure on an unknown date. Revision surgery was performed on an unknown date due to unknown reasons. No further information has been received. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This report filed (B)(6), 2012.

Manufacturer narrative:
Additional information was received on (B)(6) 2012 confirming that the revised product was manufactured by biomet orthopedics. The additional information received included product identification and surgery dates; however, the reason for the revision is still unknown. Therefore, medwatch report 0001825034-2012-01486 was sent in regards to this event.